Event description:
A 180mm 2/3rd ring was applied to treat a proximal tibia fracture. The following day, while at home, the patient noted one of the wire carriages was broken. The entire carriage was replaced the following day at the md's office. There was no injury to the patient.